Event description:
On (B)(6) 2010 - hernia repair. Bard mesh 3" x 6" ref (B)(4) lot huuh1653 and sorbafix absorbable fixation system by bard. Ref (B)(4) lot huuf0590 exp 2011-06. At (B)(6) by dr (B)(6). On (B)(6) 2011, hemorrhagic cyst development and removal plus giant cell reaction. On (B)(6) 2011, 300 cc fluid drained. Drain stayed in place. On (B)(6) 2011, chills fever sweating. I and d. Excessive scar tissue. White hematoma plus neutrophilic infiltrate. Fibrolytic cyst. Wound vac placed. On (B)(6) 2011, ultra sound mixed etiology. Abcess. On (B)(6) 2011, wound vac sponge and dressing material removed. Giant cell reaction. On (B)(6) 2011, pancreatitis. Gallbladder removed years sooner.